Event description:
In (B)(6) 2007, I had a smith & nephew bhr of my right hip (mom). In (B)(6) 2009, I had a smith & nephew bhr of my left hip (mom). In 2010, I experienced a flair up of pain and limitation in my right hip. Over time, this did get better. In (B)(6) 2011, I experienced mild to severe pain in my left hip, very similar to my pre-surgery bone on bone sensation. This also eased up and went away after about 2 weeks. On (B)(6) 2012, I was diagnosed with acute renal failure. This was determined to be caused by an autoimmune response (vasculitis, ana positive with glomerulonephritis). After 8 months of prednisone use and 10 months of a chemotherapy drug, the renal failure has been upgraded to a decrease of kidney function. I was encouraged, by an individual who has a depuy implant and has elevated metal levels, to have my metal levels tested. My (B)(6) 2012 chromium level showed 52.5 and cobalt 132.1. X-rays and mars MRI show no significant issues.